Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, reservoir tube lip completely broken off and minor scratches on display window. The pump was unable to confirm broken belt clip due to pump received without belt clip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she went to bolus and a piece of pink plastic of the reservoir chamber fell off. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.